Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record ( DHR) of lot number 5912192 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Concomitant medical products: mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 6456271 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline breast prostheses. Left breast prosthesis deflation and bilateral ptosis were reported. As a result, the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 7505359 sn: (B)(4) and (right) mentor smooth round moderate plus profile 425cc saline catalog: 3502425 lot: 7277905 sn: (B)(4) on (B)(6) 2017. This medwatch form is for the right breast prosthesis.